Manufacturer narrative:
A follow-up report will be provided upon completion of the investigation.

Event description:
The customer reported a therapy pca issue (the device can't discharge and I suggested to our client take off the device from service). There was no reported patient involvement.